Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 33 mg/dl. The customer stated that she found that her glucometer was giving wrong readings. The customer also stated that the cause of the event was the test strips for her glucometer. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.